Event description:
Report rec'd from abbott international affiliate (abbott UK) that states, "morphine administration to pt -- 100 milliliters intravenous bag observed to contain 26 milliliters (decanted and measured) -- pump registered on 15 milligrams (= 15 milliliters) delivered. Pt underwent respiratory arrest -- anti-analgesics administered; pt reportedly now recovered." The pump was reportedly set to infuse a 1 milligram bolus with a 3 minute pt lockout. No further info was available.

Manufacturer narrative:
The pump was tested at a non-domestic svc ctr. The pump, tubing, and batteries were returned for testing and eval. The bolus cord was not returned for testing. The settings on the pump could not be confirmed as the batteries were found to be "dead". The battery voltage was 2.729v and 2.861v. The pump and tubing returned from the customer were tested and all results from the wet and dry tests were within specs.